Event description:
It was reported that the driver's tip snapped during surgery. A second driver tip from the set was used to complete the surgery with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00646 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.